Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
In incoming inspection at distribution, it was found that the edge of the inner blister was bent. Same event was found for all edges of the blister. It seems that the outer package don't match the blister size. This event was found for 2 of 10 units received on our (B)(4).